Manufacturer narrative:
During and after power up, the unit displayed an unreadable white display. Upon further review of the unit's interior, there are some visible damaged pixels along the left half of the bottom edge of the lcd display plus the circuitry located to the left of the lcd controller is cracked. Unable to perform the displacement, and self tests due to the white display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump display was 3/4's white, not flashing. The customer¿s blood glucose value was 9.2 mmol/l at the time of incident. The customer reported that display became faulty and insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.